Event description:
Armada pta .035in x 12mm x 40mm x 80cm inflated in iliac vein ruptured while inserted, potentially due to getting caught on the stent, causing deflation of balloon while inserted in vein.